Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported "interlock alarm". Patient involvement is unknown.

Manufacturer narrative:
D4 serial number: updated.

Manufacturer narrative:
Other text: d10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device was out of calibration. The air detector sensor was loose and the device had an old style clear float switch. Functional testing confirmed the complaint. The inter lock alarm sounded if the filter was wiggled slightly. Root cause was attributed to the loose air detector sensor. If there is any pulling on the top tube of the filter the loose air detector sensor, it allows enough motion to move the filter in the filter block enough to disengage the micro switch causing the inter lock alarm. The cause of the loose air detector could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Tightened the air detector sensor because the screws were loose. Replaced the clear float switch, o-rings and fan guard per preventative maintenance. Device passed functional testing after the completed repairs.